Event description:
It was reported the insulin pump was squirting out insulin out of the tubing when customer was trying to fill. The device did not alarm during the manual prime but was stuck in the rewind loop. Customer's blood glucose was 168 mg/dl. Troubleshooting was performed. Customer's mother stated the device continued to drip insulin after releasing the act button during prime. Customer was not wearing the device during prime process. Customer's mother was advised to how to properly fill the reservoir. Customer's mother was informed if not properly filled t can cause the device to temporarily block the vents that allows proper priming. Customer's mother stated she did see a small gap between the reservoir and the piston. The device alarmed while troubleshooting. The drive support cap was loose. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 3004209178-2014-98661.